Event description:
Received order to disconnect foley. Registered nurse attempted to deflate balloon and unable to pull water from balloon to deflate balloon. Foley would not pull out, resistance felt. Attempted many times to deflate balloon with syringe. End of deflation device cut off to release balloon, doctor verified would be appropriate to do. Many attempts made to remove foley unsuccessfully. Urology consulted. Foley model #: 175808, lot #: ngb20396, 8french, lubir-sil, all silicone. Foley was removed per urology physician. Device is not available for return. No harm to patient.